Event description:
It was reported that there was a pressure reading issue. The failure occurred during treatment. The customer reported that there were problems with the pre/post pressure sensors. The specialist was accessing the pre-oxy pigtail; the transmembrane pressure became unstable and settled at 700 mmhg. The pressure was slightly corrected when the pre-oxy pigtail was flushed. The cardiohelp was reporting negative transmembrane pressure, in the negative 20s mmhg, throughout the rest of treatment until the patient was decannulated. No remedial actions were taken. The cardiohelp was not exchanged and there was no delay in treatment. No extra interventions were taken as the patient remained stable and was decannulated within 24 hours of the onset event. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Therefore, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the canada market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
(B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue during treatment. The customer reported that there were problems with the pre/post pressure sensors. During treatment the transmembrane pressure reached 700 mmhg. The specialist was accessing the pre-oxy pigtail, the transmembrane pressure became unstable and settled at 700 mmhg. The pressure was slightly corrected when the pre-oxy pigtail was flushed. The cardiohelp was reporting negative transmembrane pressure in the negative 20s mmhg throughout the rest of treatment, until the patient was decannulated. No harm to any person has been reported. No remedial actions were taken. The cardiohelp was not exchanged and there was no delay in treatment. No extra interventions were taken as the patient remained stable and was decannulated within 24 hours of the onset event. The hls set will be further investigated in complaint # (B)(4), mfg report number 8010762-2025-0000222. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-05-21. The fst could not replicate the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pressure failure or pump stop could be confirmed on the date of event. The fst could not replicate the pressure failure with the cardiohelp device. According to the fst, the most probable root cause was a defective hls set. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on for the period of 2016-05-24 to 2025-05-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-05-24. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure ¿high pressure and negative pressure" could be confirmed but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.